Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to recurring incontinence. Upon explant, a fluid leak from the balloon was noted, most like due to a hole. The component was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was visually inspected, and leak tested. During visual examination a tear in the component shell was identified, consistent with material fatigue. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to recurring incontinence. Upon explant, a fluid leak from the balloon was noted, most like due to a hole. The component was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to recurring incontinence. Upon explant, a fluid leak from the balloon was noted; however, its source was not detailed. The component was removed and replaced. There were no further patient complications reported.